Event description:
This was an obese, mildly retarded patient who was taken to the or for excision of a burn. In the or, the anesthesiologist incrementally gave her doses of the induction medication to maintain her airway, but it rendered her unconscious. The end tidal co2 monitor stopped working. The tech was unable to get the monitor to start working, and called for assistance. The resident had gotten a good view when he intubated the patient, so he assumed that the tube was in the trachea. It was difficult to hear breath sounds due to patient's size. The attending anesthesiologist requested a hand-held co2 detector. The patient's oxygen saturation level decreased, and the anesthesia team became concerned that the tube was not in the trachea. They pulled the tube, and continued to ventilate the patient. The patient started to vomit bilious fluid. She was suctioned and reintubated. This time the anesthesiologist could hear distinct breath sounds. She put in a ng tube and obtained large amounts of gastric bilious fluid. The patient's surgery was canceled, and she was transferred to the ICU.